Manufacturer narrative:
Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had arrows was need to be pressed hard to respond. Customer¿s blood glucose was unknown at the time of incident. Customer stated that insulin pump was not exposed o moisture. Troubleshooting was performed for keypad anomaly. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated that up, down, and right arrow buttons button was unresponsive. The insulin pump will be returned for analysis.